Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, at the start of the second shot, the cartridge did not trigger. Another cartridge was used to complete the case. There was no patient injury.